Event description:
As reported, in 2008, this pt underwent a planned aorto-uni-iliac procedure in which a gore tag thoracic endoprostheses and gore excluder aaa endoprostheses were implanted. The aorto-uni-iliac graft was created due to the pt's entire right iliac and femoral arteries being thrombosed. A contralateral leg component was implanted within the left common iliac and was extended to the renal arteries with a gore tag thoracic endoprosthesis. Two gore excluder aaa endoprothesis were implanted to assist in sealing the devices. Immediately following deployment of the last component, the pt suffered a catastrophic cardiac event and did not recover following resuscitation efforts. The physician does not believe the cardiac event was device related. No add'l info was reported.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.